Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's wife that the customer was experiencing high blood glucose levels due to a bent cannula that was attached to the customer's insulin pump. The customer's blood glucose level was reported at over 600 mg/dl. The high blood glucose level was treated with a manual insulin injection. After trouble shooting, the customer was aware of high blood glucose levels are also caused by site issues and bent cannulas. Customer will again if problem persists. No further information was provided.